Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was injected after being prepared in the usual manner. When the inserter was removed and returned to the scrub nurse she noticed that the haptic was still sitting in the well of the inserter. In order to remove the iol, the consultant had to cut the lens in 2 using scissors and this caused damage to the epithelium. Another lens was inserted. On day 2, the patient¿s cornea was very cloudy so a specialist was asked to look at this. An oct (optical coherence tomography) scan was undertaken showing that the epithelial lining was loose. Air was injected into the anterior chamber and the patient rested for 24 hours in the supine position. Improvement has been noted. The lens was discarded. No additional information was provided to abbott medical optics.